Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when closing the uterine incision during a cesarean section, the needle broke, and the tip fell into the surgery site or the patient's cavity as the physician repositioned the needle holder to make the next stitch. The piece of the needle was located and removed from the surgery site. Another device was used to complete the case. There was no patient injury.